Event description:
Baxter received a request for service for a broken upper door window. The statement from the customer is that while cleaning the amicus upper door window it fell out. The instrument was not running and there were no donor or operator issues. Baxter evaluated the incident and believes there is potential for injury if the window separates from the door assembly while the centrifuge is running.